Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited noise. The device was reprogrammed and normal function resumed. The device remained implanted. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.